Manufacturer narrative:
UDI not available at the time of filing. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to see the imaging system tracker before taking a spin. The imaging system was rebooted but it did not fix the issue. The site then switched the position of the imaging system to use the other tracker but was unable to be seen either. Navigation was aborted, and the procedure was finished with an older navigation system which was able to see the tracker without issue. After the case, the site grabbed a similar navigation system to the first one, to see if it was able to be see the tracker but was not able to. It was noted that there was less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that gpio on the imaging system was not updated when the reported issue occurred. Analysis found that the software functioned as designed.